Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the pump did not function as intended. Customer alleged "the pump is losing power in its ability to pump insulin. Customer¿s blood glucose was 326 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.